Event description:
It was reported that the patient¿s device was removed in 2014. It was not any battery depletion, but the patient had back surgery and after the back surgery they didn¿t have any more bladder issues. The therapy was no longer needed and the device was chosen to be removed voluntarily. One other reason for the device to be removed was for the patient to have an MRI. The surgeon was not able to remove the whole system. They left a small end piece of it that grew into the bone. The system was only removed partially and there was still a small end piece of the electrodes left in there. It was too hard to take it out and the health care provider (hcp) told the patient it wouldn¿t cause any issue to have mris. The patient needed an MRI of their foot.

Manufacturer narrative:
Concomitant product: product ID 3031, serial # (B)(4), implanted: (B)(6) 2002, product type programmer, patient. (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 3095-10, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID 3886, lot# j0210031v, implanted: (B)(6) 2002, product type: lead. Product ID 3031, serial# (B)(4), implanted: (B)(6) 2002, product type: programmer, patient.